Manufacturer narrative:
This MDR was identified as requiring submission during a two year retrospective review. This complaint was opened as a duplicate to submit the MDR due to a pathway error. (B)(4). Failure analysis (fa) received a vela front panel assembly and conducted a visual inspection. Visible ingress moisture residue on the front display was noted. The front panel was installed into a functional vela unit for duplicating the reported problem. The display was powered in service mode and initialized patient-user displays and colors with no problems. Performed display calibration. The touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touchscreen. The failure was isolated to the touchscreen. This is considered a known issue and addressed with an internal action. The vela front panel assembly was scrapped.

Event description:
The customer indicated touch screen is not responding when touch. There is big spot on screen. Per warranty form the issue was found during maintenance. Received email from the customer indicating serial number is (B)(4) and that there wasn't any patient injury reported. They will send the faulty front panel to carefusion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.